Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was unable to be used to navigate to different screens. It was noted that it was attempted multiple times in different places on the screen with no success. Turning the programmer off and on did not resolve the issue, nor would the stylus calibrate. The caller was advised to contact their local representative from the manufacturer to send the programmer in for repair; the current status of the programmer is unknown. No patient complications have been reported as a result of this event.